Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the patient's attorney through the filing of a lawsuit that the patient underwent a left hip total arthroplasty on (B)(6) 2008 where she was implanted with a stryker hip system. It is further alleged that the patients left hip had to be revised on (B)(6) 2015 due to excessive levels of chromium and cobalt revealed in her blood work.